Event description:
It has been reported to philips that system did not start. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The customer reported that the system was not getting on. The issue is resolved by customer itself. No service has been performed by philips since service has not been provided and the case has been cancelled by the customer. The codes were updated based on the investigation outcome. The evaluation method code was corrected.